Event description:
Tech reported a nurse noticed that heparin syringe not functioning correctly on a system 1000 hemodialysis device. The pump was stopped by the nurse and heparin was manually delivered. There was no pt injury or medical intervention association with this incident.